Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-52 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient has heard an alert tone multiple times and believes that it is triggering inappropriately. Review of a remote monitoring transmission indicated that the alert had been triggered for the presence of a magnet. The patient indicates that the alerts have been triggered while in multiple locations and while wearing different clothes. The patient denies wearing anything with a magnet or having anything magnetic on or near the patient's body. The patient stated, "I don't know what my blood pressure is but it has to be through the roof." The device remains in use. No patient complications have been reported as a result of this event.